Event description:
Brush head...falls off - oral-b [device breakage]. Brush head is loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was loose and fell off of the oral-b junior toothbrush while brushing. No injury was reported. 09-may-2024 follow up via pictures: the concomitant product was oral-b rechargeable toothbrush handle 4729. No injury was reported. 02-jul-2024 case update: the concomitant product lot was 1bb204122227. No injury was reported. 17-jul-2024 case update from information initially received on 02-jul-2024: the concomitant product lot was 1bb20412227. No injury was reported. 14-aug-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 4729. The concomitant product was confirmed to be oral-b power oral care refills sensitive clean. No injury was reported.

Manufacturer narrative:
14-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head...falls off - oral-b [device breakage]. Brush head is loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was loose and fell off of the oral-b junior toothbrush while brushing. No injury was reported.